Manufacturer narrative:
(Lot number): customer provided possible lot numbers - 3845287 and 3864779 (exp. Date 12/1/2021, manufacture date 2/1/2014). The device was not returned for evaluation. A probable cause cannot be identified based on the information that has been provided. The reported complaint cannot be confirmed.

Event description:
The customer reported that a primary plum set leaked paclitaxol from the filter during infusion. The device was in use for 3 hours when the leak was noticed. There was patient involvement but no serious injury, no blood loss or unprotected chemotherapy exposure. There was a 5 min delay of therapy.